Manufacturer narrative:
An evaluation and visual examination of the soft tissue twist drill could not be performed, as the product was discarded at the user facility in (B)(6) 2010. Without the involved device, the root cause of the reported breakage could not be determined. In addition, since the lot number was not provided, a review of the device history record could not be performed. A (B)(4) review of complaint records showed there were no other complaints received for this catalog #8604.

Event description:
A report was received from the customer on (B)(6) 2011 stating that the tip of the soft tissue twist drill bit broke off inside the bone while the surgeon was drilling to create tunnels in the bone. This incident occurred nearly (B)(6) ago on (B)(6) 2010. The surgeon elected to leave the tip in the bone as it would have caused more harm than good in trying to remove the broken tip. There was no patient injury, no surgical delay, and to date the "male patient is still doing fine" with no adverse outcome reported. However, during the recent (B)(4), which occurred in (B)(6) 2011, the facility was cited by (B)(4) in that this incident was regarded as a "reportable event" and should have been reported to the manufacturer at that time. This prompted the letter notification from the facility to conmed linvatec and subsequently this MDR report.